Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that atrial thresholds have been going up and there is noise present on this ra lead. The patient received inappropriate shocks from the rv lead.